Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was later explanted during an unrelated system explant procedure. No adverse patient effects were reported.